Manufacturer narrative:
Date of event is estimated. D6b- date of explant is unknown. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a permanent implant, patient developed hematoma. It is unknown if the hematoma was at ipg site or lead site. As a result, surgical intervention took place at an unknown date wherein the patient's entire system was explanted to address the issue.